Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was not able to duplicate the reported issue. The fse reset the connections of the display and keypad. The fse turned the machine on and off but there was no issue. The unit was returned to the customer in good working condition. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a flickering display. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.